Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was not verified during the testing. The device was subjected to bench handling and the defib cycling did not duplicate the fault. The biphasic flex cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.